Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient experienced dizziness due to inhibition of pacing and stimulation pause. Lead noise and episodes of oversensing were also noted. The lead was capped and replaced on (B)(6) 2016. The patient was in excellent condition post-procedure.